Manufacturer narrative:
(B)(4).

Event description:
It was reported that according to the swiss national hip & knee joint registry annual report, about hip and knee replacement results between 2012 2019 it was found that the following complications/harms occurred: 1 patients with journey ii bcs knee insert suffer of wear of inlay (from 2015). No more information available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. There is no information that would suggest the device failed to meet specifications. As no device information is available, device history records, risk management and complaint history review could not be a relationship, if any, between the device and the reported incident could not be corroborated. According to clinical/medical investigation, the data presented in the swiss national hip & knee joint registry annual report, indicates that 1 patient underwent a journey ii bcs revision surgery due to wear of the insert. Based on the information provided, the clinical root cause and/or patient outcome beyond that which is documented in the report cannot be definitively concluded. No further medical assessment can be rendered at this time. Based on the information provided, the clinical root cause and/or patient outcome beyond that which is documented in the report cannot be definitively concluded. No further medical assessment can be rendered at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.